Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine pulse generator change out procedure, it was difficult to remove the ventricular lead from the connector. The device was explanted and replaced. The patient's condition was good post procedure.